Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical dislodgement. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. It is reasonable to assume, that the cuts resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4)

Event description:
Boston scientific reported that this lead was explanted due to dislodgement.